Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Rep reported that a shunt revision was performed on a pt believed to have a failure in the shunt system. It was discovered that the valve was not draining. Flow was observed with the ventricular catheter and a manometer was used to test the distal catheter, which was patent. A manometer was used to test the valve and flow was not observed.